Event description:
The manufacturer received information that a trilogy evo ventilator was returned for periodic maintenance. No harm or injury was reported. During testing, the ventilator failed the "internal flow verification" of the final test. The flow sensor was replaced to address this issue. Maintenance was completed on the device as regulated by maintenance procedure and components replaces per the procedure to prevent failure. The muffler assembly was replaced due to contamination with dirt. Part of the rubber section of the internal battery door was missing; therefore, the internal battery door was replaced. The device passed final testing and was confirmed to operate properly. The product investigation laboratory (pil) received the trilogy evo system flow sensor with the allegation of a flow verification test failure during service. Pil installed the trilogy evo flow sensor on the trilogy evo test bed and then tested the flow sensor on the pil trilogy evo multifunctional test station for flow verification and the sensor failed testing. Pil concluded that contamination caused the failure of the flow sensor. The trilogy evo system flow sensor has been scrapped.